Event description:
It was reported that every now and then, a clip was shooting into the abdomen. The customer was able to retrieve all the clips that fell inside the pt. The cusotmer completed the case was with the device with no pt consequences. The device was discarded.